Event description:
The device was used during a laparoscopic gastric bypass. Reportedly, the staples formed correctly and the knife did not advance to transect the tissue. The procedure was converted to an open procedure to create the stoma and to complete the anastomosis.